Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and after the implant, the pump kept jumping deep and jumping back out of the aorta. The impella was left deep. Additionally, during support, the patient had bleeding at the access site. The staff did not know if the sheath was cracked or just leaking. One unit of blood products were given to the patient. The pump was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding, introducer damage ¿ mechanical, and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: the clinical states that the pump started with out issue but the impella kept jumping deep and back out of the aorta. It was noted that the percloses failed. The data logs show "placement signal (ps)low" alarms with slight variations in flow, motor current (mc) and ps during the time of the reported positioning issues. There were no "impella position unknown" or "impella position in aorta," alarms seen. Due to lack of clinical details around the securing of the pump and what was occurring during that timeframe, the root cause of the positioning issues cannot be determined. Introducer damage: it was stated that it was unknown if the sheath was leaking or if the groin was bleeding around the sheath. However, it states that the 2 percloses failed. Due to lack of clinical details and no product returned, the root cause of the introducer damage - mechanical cannot fully be determined as damage cannot be noted. Access site bleeding: based on the clinical details stating that there was bleeding and the perclose devices failed, the root cause of the access site bleeding is most likely due to use. D2 common device name was erroneously entered on the initial manufacturer device report number 1220648-2025-30192. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30192.